Manufacturer narrative:
The abbott field service representative replaced the iarm pump tubing to resolve this issue. A review of the architect (B)(6) instrument service history, identified no contributing factors to this complaint. There has been no subsequent contact from this customer regarding slipping/falling after the tubing was replaced. No trends or similar issues for slipping/falling as described in this ticket were identified. A review of historical data for the architect tubing associated with this complaint, revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address safety hazards that may exist. Based on the investigation no product deficiency was identified for the architect serial number (B)(6). H6. Health effect impact code: f12. Component code: g03001. D8. Was this device service by a third party? No.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The abbott field service representative reported a lab tech slipped and fell due to a spill caused by the tubing popped off on the arm connected to the architect i2000sr analyzer. The employee suffered a bruise and is a (B)(6) yr old non-pregnant female. No direct contact to fluid was reported. The employee is undergoing physical therapy due to the fall with no other treatment/medication administered.